Event description:
The hcp reported increased spasticity and sedation; no dose changes or pump volume discrepancies have been noted. The hcp also reported that urinalysis and culture, flat plate x-ray, pump and x-ray series were performed to rule out other contributing factors. The hcp increased the bowel medication as the pt was "obstipated' which correlates somewhat with increase in symptom. The hcp reports the pt is "still spastic after all of this." The pt will likely have the catheter replaced. The pt had a head injury and is a "difficult historian." Also reported on MFR's report#: 2182207200700325.